Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the insulin pump had alarmed power error. The customer cleared it and the device alarmed again. Customer's blood glucose was 123 mg/dl. Troubleshooting was performed and customer was advised to reset the device. Monitor the device for the next four hours and call back if issues reoccurred. The device is not returning for analysis.